Event description:
As reported by field clinical specialist (fcs), two years post placement of the sapien xt in the aortic position, the patient had severe paravalvular leak (pvl). Although no surgical interventions were performed, a valve in valve procedure was planned. The patient was brought into the hospital and subsequently passed away, with the cause of death noted as sepsis. There was no indication or allegation of a device malfunction related to the patient¿s death.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the worsening pvl is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), two years post placement of the sapien xt in the aortic position, the patient had severe paravalvular leak (pvl). Although no surgical interventions have been performed at this time, a valve in valve procedure has been discussed.